Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port 5 of eleven (11) em2400 valve sets was defective and might have allowed air to enter the pipeline, resulting in inaccurate drug capacity. This was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between may 13, 2025 and may 14, 2025. H11: the actual devices were not available; however, ten (10) companion samples and a photo sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test was performed to the samples and bubbles were detected in five of the ten samples sent, each one in port 5. The reported condition was verified. The cause of the condition is related to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.